Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was attempted, however it was observed that the balloon slipped repeatedly, resulting in the native valve not opening sufficiently. Subsequently, a size change was considered, however hemodynamic instability suggestive of acute aortic regurgitation (ar) occurred, leading to the decision to promptly place the valve while administering medication. The system was inserted into the patient; however it became stuck while attempting to pass through the native aortic valve. It was observed that the patient's blood pressure rose significantly, with the patient's diastolic pressure exceeding 200. The system was successfully withdrawn from the patient, and an additional pre-implant bav was considered. The patient was intubated, and transesophageal echocardiogram (tee) revealed pericardial effusion and a dissection in the ascending aorta. Subsequently, the procedure was converted to open-heart surgery, and a surgical aortic valve was successfully placed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 11-jun-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the size of the pre-implant bav was not appropriate, so the native valve did not achieve proper opening, which also lead to poor expansion of the transcatheter valve. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the aortic regurgitation or the hemodynamic instability. It was noted that the patient's vital signs following the procedure calmed down, but the patient remained unconscious following the procedure.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was attempted, however it was observed that the balloon slipped repeatedly, resulting in the native valve not opening sufficiently. Subsequently, a size change was considered, however hemodynamic instability suggestive of acute aortic regurgitation (ar) occurred, leading to the decision to promptly place the valve while administering medication. The system was inserted into the patient, however it became stuck while attempting to pass through the native aortic valve. It was observed that the patient's blood pressure rose significantly, with the patient's diastolic pressure exceeding 200. The system was successfully withdrawn from the patient, and an additional pre-implant bav was considered. The patient was intubated, and transesophageal echocardiogram (tee) revealed pericardial effusion and a dissection in the ascending aorta. Subsequently, the procedure was converted to open-heart surgery, and a surgical aortic valve was successfully placed. Additional information was received that clarified that the size of the pre-implant bav was not appropriate, so the native valve did not achieve proper opening, which also lead to poor expansion of the transcatheter valve. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the aortic regurgitation or the hemodynamic instability. It was noted that the patient's vital signs following the procedure calmed down, but the patient remained unconscious following the procedure. Additional information was received that the exact timing of the dissection was unknown; however, the dissection occurred during the procedure. Per the physician, the cause of the dissection was unknown, but the dcs and guidewire cannot be excluded as contributing factors. The valve did not cause or contribute to the dissection. The cause of the pericardial effusion was due the the dissection, and the dcs was not a direct factor to the effusion. It was noted that the patient's anatomy, specifically the ascending aorta dilation due to the bicuspid native valve contributed to the injury. Additional information was received that a non-medtronic guidewire was used during the implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was attempted, however it was observed that the balloon slipped repeatedly, resulting in the native valve not opening sufficiently. Subsequently, a size change was considered, however hemodynamic instability suggestive of acute aortic regurgitation (ar) occurred, leading to the decision to promptly place the valve while administering medication. The system was inserted into the patient; however it became stuck while attempting to pass through the native aortic valve. It was observed that the patient's blood pressure rose significantly, with the patient's diastolic pressure exceeding 200. The system was successfully withdrawn from the patient, and an additional pre-implant bav was considered. The patient was intubated, and transesophageal echocardiogram (tee) revealed pericardial effusion and a dissection in the ascending aorta. Subsequently, the procedure was converted to open-heart surgery, and a surgical aortic valve was successfully placed. Additional information was received that clarified that the size of the pre-implant bav was not appropriate, so the native valve did not achieve proper opening, which also lead to poor expansion of the transcatheter valve. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the aortic regurgitation or the hemodynamic instability. It was noted that the patient's vital signs following the procedure calmed down, but the patient remained unconscious following the procedure. Additional information was received that the exact timing of the dissection was unknown; however, the dissection occurred during the procedure. Per the physician, the cause of the dissection was unknown, but the dcs and guidewire cannot be excluded as contributing factors. The valve did not cause or contribute to the dissection. The cause of the pericardial effusion was due the dissection, and the dcs was not a direct factor to the effusion. It was noted that the patient's anatomy, specifically the ascending aorta dilation due to the bicuspid native valve contributed to the injury.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.